Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on first day of insertion i.e., (B)(6) 2024. The blockage was in the tubing. Insertion site was at abdomen. No further information available.